Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and generalized illness. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture (baker grade IV), generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 375cc gel breast prostheses and suffered several unexplained systemic symptoms, including severe pain, discomfort that comes and goes frequently, excessive scar tissue around implants that cause her to hunch over, breathing difficulties, numbness and shooting pain down both arms, disfigured nipples, and redness in the chest. The patient was later diagnosed with bilateral capsular contracture (baker grade IV) by a medical professional. It was reported that the doctor used the same implants again. In addition, the patient reported that her right implant might be ruptured. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.